Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after updating the software by the customer, the cardiosave intra-aortic balloon pump (iabp) functional tests of the device showed a leak. There was no harm reported.

Manufacturer narrative:
Getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) had leak in pneumatic interface module (pim). Fse replaced the pim to resolve the issue. Performance of control tests. Pump in good working order.

Event description:
It was reported that during corrective action and found that cardiosave intra-aortic balloon pump (iabp) had leak in pneumatic interface module (pim). There was no patient involvement.